Event description:
It was reported that this implantable pacemaker experienced an automatic safety switch from bipolar to unipolar therapy due to the high out of range, non-boston scientific right ventricular (rv) lead pace impedance measurement greater than 2,000 ohms. Technical services (ts) reviewed device data and also noted noise, oversensing, undersensing, and pacing inhibition with more than three seconds pause on an event. Ts could not rule out a spring contact issue and discussed programming options. No additional adverse patient effects were reported. The device remains in service.